Manufacturer narrative:
Age of device: 6 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient underwent a pump exchange on (B)(6) 2018. Additional information was requested but not yet provided.

Manufacturer narrative:
Investigation summary: no device related issues were identified during this investigation as heartmate ii lvas, serial number (B)(4), was not returned for evaluation.the account reported that the patient received a pump exchange on (B)(6) 2018. Multiple attempts were made for additional information and for the product to be returned; however, no information was provided. The relevant sections of the device history records for (B)(4) (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018 via customer order s189706. No further information was provided. The manufacturer is closing the file on this event.